Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that he had not had any problems with the stimulator and it had worked great for him, but since having his MRI, it seemed like he had to turn up his stimulator a lot more. It was about twice as much as before. He was on "2 something" before the MRI and now it was "3 something." He had to increase stimulation because his leg was hurting more. It was noted that the MRI was not related to the device therapy. A manufacturing representative (rep) was present at the MRI to turn the patient's implant off and place into MRI mode. It was noted that the patient's relevant medical history includes failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported steps taken to resolve the reported issue were he turned stimulation up from 2.40 to 2.60 and scheduled a doctor's appointment.

Event description:
Additional information received reported that the service was exceptionally great and very much appreciated according to the patient.